Manufacturer narrative:
Concomitant products: sheath introducer by terumo (type unknown), traxcess (terumo), roadmaster (goodman, 6fr), excelsior sl-10 (stryker), y-connector by goodman (model unknown), dcs syringe ii (lot unknown). (B)(4). Conclusion: the device was not available for analysis. Review of DHR for lot 17050579 concluded there were no issues noted that were considered potentially related to the reported complaint. The difficulty of the coil to conform to the aneurysm wall and the resheathing difficulty could not be confirmed without product return for analysis. Based on the information provided, the root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. There was no information provided to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during emergency coil embolization of a mildly tortuous, but non-calcified basilar tip aneurysm to treat the subarachnoid hemorrhage, an orbit galaxy (640cf0515 / 17050579) was inserted as the framing coil, but, as the embolic coil did not loop and conform to the aneurysm walls as the physician wished, it was decided to recover it from the patient; however, the physician was unable to re-sheath the coil as it could not be zipped back from about 20cm proximal from the blue stopper. It was replaced with a 5mm target coil. The coil had not herniated into the parent vessel. There had been no difficulty during unsheathing the coil, and excessive force had not been used. There was no report of damages to the coil. After the event, galaxy coils were added as the filling and a hypersoft 3d coil as the finishing coil. The procedure was completed without further issues or delay. There were no patient injuries or complications. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complaint product was discarded by the customer. No further information was available.